Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 board did not light up. A field service engineer (fse) swapped with a spare board available on site to resolve the issue and the drawer was tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the matrix drawer 5 board was bad. The customer tried to recover the drawer, but the problem was not resolved, and the latch solenoid would not fire to release the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.